Manufacturer narrative:
The jetstream catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for evaluation.

Event description:
The jetstream catheter was used to treat a long diffuse lesion in the sfa. The physician was unable to cross a distal portion of the lesion with the catheter and elected to finish treatment with a balloon. Next the physician unsuccessfully attempted to cross a lesion in the anterior tibial artery with a 3mm amphirion balloon. A 2mm amphirion balloon was then used to successfully cross the lesion. After treating the lesion, a distal emboli was appreciated and subsequently removed with a quick cross catheter. It was unclear if the emboli was a result of attempting to cross the lesion in the anterior tibial artery with the 3mm balloon or a result of treating the sfa with the jetstream device. The pt was discharged home and is fine.